Event description:
The reporter stated the surgeon was inserting a 10.0 diopter implantable collamer lens and the foam tip plunger the lens. It was reported that there was no pt contact. A back up lens was inserted and the pt did just fine.

Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received and a visual inspection shows one haptic is torn. There is clear surgical residue on the lens. Results - a work order search was performed for the lens serial number for similar complaints within the search and no similar complaints were found. It should be noted that the injector and cartridge were not returned for evaluation.